Event description:
The customer has informed us the patient had angioplasty in two areas of the basilic vein. Primary vein appeared occluded and the collaterals had developed. The customer tried to dilate the 60% lesion on the collateral to develop flow in that direction, but balloon ruptured at 23 atm. Removal of catheter resulted in tip of balloon to ball up at the end of the catheter and it would not come out. Second sheath placed and wire placed across the angioplasty site, but unable to remove remainder of balloon. A graftotomy was done to remove device and declot the access.

Manufacturer narrative:
Evaluation: neither the complaint device nor lot number was provided to assist us with this investigation. Unfortunately, at this time, we are unable to determine with certainty how this incident may have occurred. The customer stated, "an 18 gauge needle was used to cannulate the access, then a guide wire was placed under fluoroscopy. A 6 fr pinnacle sheath was used to cannulate the access for venous flow. An 8x8 angioplasty balloon was used to open a 2.0 cm in length lesion, inflated up to 23 atm. The balloon ruptured and surgical intervention was needed to remove the separated segment. It should be noted that the label information recommends a 7fr introducer size sheath be used and that the rated burst pressure is 15 atm. It is unknown as to why the customer chose an 8x8 balloon, when the noted size of the legion was 2.0 cm. Therefore, this does not appear to be a result of a device malfunction, but rather the customer superseding label information. We encourage the customer to reference the attached information for use booklet prior to use. We state, "particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations." "Warnings: do not exceed rated burst." Rupture of the balloon may occur. Adhere to inflation pressure parameters in fig. 1.(ref. Page 4) over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." This product line is inspected to ensure the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied; visually verifying the shaft material is free of bends, kinks and other surface imperfections. The investigation found the complaint device had been manufactured after the implementation of a change request to reinforce the balloon shoulders and added proximal neck overlap and consistent balloon wall thickness. The appropriate personnel have ben notified.